Manufacturer narrative:
(B)(4). Event year: 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown laparoscopic procedure, an unexpected resistance was felt at feeding before the first firing inside the patient. Then, the clip was deployed on blood vessel since the doctor confirmed the clips were fed into the jaws properly. Though, the doctor found that the deployed clips were formed in tear-drop shape and removed the clips off the blood vessel. No bleeding was confirmed. Then, the grasping force was higher than expected when the device was fired outside the patient for functionality. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the clips partially fed when the surgeon fired the device outside of the patient too? No information. Did they only malform inside the patient? No information. Were any of the clips formed correctly? No information. ¿no further information will be provided."

Manufacturer narrative:
(B)(4).batch # p92e76. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and form 1 conforming clip and then it was noted that the clip did not fully advance into the jaw causing a malformed clip. In the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found to be damaged causing the feeding issues. In addition, 4 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.